Event description:
The customer reported 12-lead ECG signal loss.

Manufacturer narrative:
The customer reported 12-lead ECG signal loss. There was no report of pt impact. A philips field service engineer confirmed the 3 and 12-lead failure condition and resolved the condition by replacing the m3525a leads ECG trunk cable.